Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the small grasping retractor cable was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.